Manufacturer narrative:
The reported event of nuisance ail alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference (B)(4).

Event description:
The customer reported that during a continuous lasix infusion the pump kept alarming "air in line" without visible air in the line. The rn exchanged the pump and pump module only to have the device continue to alarm "air in line". Multiple other nurses tried trouble shooting as well without success. It took over 4 hours to manipulate the pump and it continued to alarm, just not as frequently. This delayed the patient from getting the medication and sleep. There was no report of patient harm.